Manufacturer narrative:
(B)(4). The implantable neurostimulator and 2 extensions have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The patient experienced an intermittent shocking sensation in his left neck. Impedance readings were greater than 2000 ohms on some of the unipolar pairs; all pairs involving case were greater than 2000 ohms with a current of 9 or 10 micro amps. The implantable neurostimulator was replaced due to routine battery depletion. The extensions were also replaced. There was reported to be no patient injury. The patient recovered without sequela from the surgical procedure. For events following the replacement surgery see manufacturer's report number 3004209178-2010-08135.